Event description:
It was reported that lead noise was observed. During explant, an insulation anomaly was observed. The patient is in good condition.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 49.0-49.3cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.